Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 as follows: the last basal delivery and the last bolus were on (B)(6) 2014. On (B)(6) 2014, 09:41, the pump was manually suspended and manually resumed at 10:13. There were no alarms related to the complaint noted in the alarm history. The basal and boluses added up appropriately to the total daily doses showing that the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Product analysis was unable to duplicate the reported complaint. The retuned battery cap was able to fully attach to the pump and was used to compete testing. Unrelated to the initial complaint, the battery compartment was observed to be cracked near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with pump use. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was 299mg/dl with no reported ketones and symptoms of polydipsia and polyuria. Reportedly, there were no pump setting adjustments before or after the alleged event, no treatment was provided above and beyond usual diabetes management and pump use resumed after replacement. The reporter stated that the pump was not calculating recommended bolus totals correctly. Troubleshooting determined that the basal delivery totals matched the patient's programmed settings. This complaint is being reported for alleged hyperglycemia associated with a pump malfunction of unknown cause.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.